Event description:
I had the essure birth control implant inserted in my doctor office 6 weeks after my last child. It caused severe pain in back and stomach large blood clots and severe bleeding also made my autoimmune disorders more prevalent. Still inside me.